Manufacturer narrative:
To date, the device has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
The hakim valve was placed in 2003. In 2007, the pt, a female, was brought to the operating room for a vp shunt revision for failure of the shunt. The hakim valve was removed and replaced due to the failure. The user facility was contacted by an integra rep. The product will be returned for eval.